Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited stimulation below the lower rate limit. It was also reported that he right ventricular (rv) lead exhibited loss of capture and crossed sensing. Reprogramming was performed. The device and lead remain in use. The patient is a participant in a clinical study. No patient complications have been reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture and crossed sensing. Reprogramming was performed. The lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.